Manufacturer narrative:
The model # was not provided.

Event description:
A nurse from (B)(6) reported that they ran blood glucose tests for the patient and obtained readings of 0.3 mmol/l and 0.2 mmol/l while using the contour plus meter and contour plus test strips from lot # (B)(4). However, the contour plus meter has a low measurement range of 0.6 mmol/l. Therefore, the readings below 0.6 mmol/l should be displayed as low. The patient was not experiencing any symptoms of hypoglycemia. Therefore, repeat testing was performed using the second vial of contour plus test strips from the same lot and a reading of 7.6 mmol/l was received. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. The replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned the contour plus test strips from lot # 0dqhc01c for evaluation. The suspected contour plus meter was not returned. Therefore, the in-house contour plus meter was tested with the returned test strips using a blood sample, which gave lo readings, indicative of readings below 0.6 mmol/l. The in-house contour plus meter was then tested with the in-house contour plus test strips from lot # 0dqhc01c using a blood sample, which gave a satisfactory performance. The returned test strips were observed under the microscope and all test strips were compromised with signs of exposure to moisture or humidity as evidenced by the red/purple smears on the strips. The cause for this event has been determined to be incorrect test strip storage by the customer.